Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Subsequently, the pump shut down. Customer¿s blood glucose value was between 100-180 mg/dl. Replacement cable and adapter was sent to the customer.